Event description:
The recipient is reportedly experiencing swelling around the implant site. The surgeon attempted to drain the fluid with a needle, however the pocket was determined to be filled with air. It is believed to be due to sinus issues.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue reportedly resolved. The recipient is doing well. Additional details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.